Manufacturer narrative:
Additional info has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
During a subtrochanteric proximal femur fracture case, a few of threads on the cannulated conical screw came off. Surgeon did not use the locking drill guide to insert the screw but instead, inserted the screw free hand. Reportedly, the angle of insertion may have been off. Surgeon implanted the same screw and completed the procedure.